Manufacturer narrative:
Model number/catalog number: sc-2317-70, serial number: (B)(4), batch/lot number: 5066145 / 5075021, model/catalog description: infinion cx lead kit, 70cm. The explanted devices were not returned to bsn.

Event description:
A report was received that the patient was not getting an adequate pain relief even if using every program in scs system. The patient underwent an explant procedure. No device malfunction was suspected.